Manufacturer narrative:
Pump received with intermittent up and down arrow button response due to flattened button dome switches. Pump received with minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the up and down arrow buttons were sticking. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.